Manufacturer narrative:
The inari device was discarded by the user facility and is not available for evaluation. The device identifiers were provided and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The event was reviewed by inari's chief medical officer, who concluded that the vessel injury was caused by removal of the clottriever sheath. It should be noted that the device labeling includes the following instructions: pre-dilate the access site by advancing a 16 fr or 18 fr dilator, for the 13 fr and 16 fr sheath systems, respectively, over the 0.035" guidewire and into the access site. Vessel dissection is listed in the device labeling as a potential complication / adverse event. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old female patient presented to the hospital with upper extremity deep vein thrombosis (dvt) extending from the proximal basilic vein to the subclavian. On (B)(6) 2021, the inari medical clottriever (CT) was used to attempt to treat the dvt. After ultrasound-guided access was obtained, a cook medical bentson wire guide was advanced before being exchanged for a boston scientific amplatz super stiff guidewire. A phillips visions pv .035 digital ivus catheter was then used to confirm clot location and vessel size. The vessel was dilated with a 14f coons dilator, the CT sheath was inserted over the guidewire, and the CT dilator was advanced. After dilation, the physician began to withdraw the CT dilator and encountered substantial resistance. The physician paused removal to make a small incision in the vein before continuing. While attempting to remove the devices, it was noted that the vein wall was being stripped. After the devices were removed, the physician ligated the vein, and the procedure was concluded. The physician noted that engaging the CT dilator tabs during withdrawal may have caused the device to catch the vein wall, pulling it down and catching it in the sheath funnel.